Event description:
It was reported that the attachment device had an unknown malfunction. The date of the event was unknown to the reporter. It was unknown to the reporter if the device was used during surgery or if a planned surgical procedure was completed without delay. It was unknown if a spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.